Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh were implanted into the patient. It is reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2009 and a mesh was implanted, concurrently with a hysterectomy due to uterine prolapse, pelvic pain, cystocele, and rectocele. It was reported that following insertion the patient experienced pain, infection, urinary/bowel problems, bleeding, dyspareunia and vaginal scarring. It was reported that patient underwent a revision of the rectovaginal mesh with mesh insertion on (B)(6) 2010 due to pain, granulation tissue and failure of the synthetic mesh. No additional information was provided. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
.